Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that during pump implant, initial interrogation of the pump revealed pump memory error occurred. The pump stopped for 5 and up to 11 minutes. The pump was re-interrogated and the reporter was able to successfully program the pump. There were no patient symptoms. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.